Manufacturer narrative:
Smith & nephew was contacted regarding the above described incident, which was reported as a field complaint for infection-general/systemic. The customer sent in some product samples. We were unable to confirm the complaint based on inspection of the returned samples, hence laboratory testing was performed. Both the returned sample(s) of lot 0k209 and control samples of additional lots (from stock) of uni-solve wipes, were analyzed by an independent test laboratory and met finished product specifications with no evidence of microbial contamination found. Batch records for the lot indicate all specifications were met at the time of release and no inconsistencies were noted. An independent medical review concluded there was no correlation between the reported symptoms and the use of uni-solve wipes. (B)(4)

Event description:
Adverse incident mr. (B)(6) was hospitalized (B)(6), 2011 for a u.t.I and he was given antibiotics intravenously for 5 days and released and prescribed antibiotics to take till they were gone.